Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were not reported outside of the laboratory. When the anion gap was low, the samples were repeated on the other instrument in the laboratory and those results were reported out. There was no death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The qc charts provided show na imprecision but the dates are unknown. A field service engineer (fse) went on-site, replaced the eic (electrolyte injection cup) valve and verified performance.